Event description:
It was reported that during the trial period of the spinal cord stimulator (scs) leads, it was noticed that one of the leads bent at 180 degrees and ultimately fractured at the or cable connection site externally. It was determined that extreme force was applied which caused the lead to bend and fracture. The lead was removed and stimulation was reprogrammed to be provided by the remaining lead. It is unclear which of the two leads is the lead that was fractured and explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: sc-2316-70, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 7081266.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: sc-2316-70, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that during the trial period of the spinal cord stimulator (scs) leads, it was noticed that one of the leads bent at 180 degrees and ultimately fractured at the or cable connection externally. It was determined that extreme force was applied which caused the lead to bend and fracture. The lead was removed and stimulation was reprogrammed to be provided by the remaining lead. However, it was noted that the patient hadn't experienced any stimulation issues, and it is unclear which of the two leads is the lead that was fractured and explanted. The patients' trial was then successfully completed.

Event description:
It was reported that during the trial period of the spinal cord stimulator (scs) leads, it was noticed that one of the leads bent at 180 degrees and ultimately fractured at the or cable connection externally. It was determined that extreme force was applied which caused the lead to bend and fracture. The lead was removed and stimulation was reprogrammed to be provided by the remaining lead. However, it was noted that the patient hadn't experienced any stimulation issues, and it is unclear which of the two leads is the lead that was fractured and explanted. The patients' trial was then successfully completed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: sc-2316-70, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 7081266.